Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump had no power. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2015 with the following findings:a review of the black box showed several unexplained reboots on 05/29/2014. The returned battery cap was used to complete investigation. Visual inspection revealed that the battery compartment was cracked. The battery cap was undamaged and was able to fit securely. The battery cap was fastened and unscrewed a half turn with no reboots occurring. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no power issues or alarms occurring. The pump cover was removed and there were no defects found to the power circuit. The complaint of power loss could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4).